Event description:
Reporter stated that back to back tests performed on the pt's surestep meter using separate finger sticks were 240 and 170 mg/dl (34% difference). No symptoms were reported. The meter is not cleaned on a regular basis. There was no allegation of harm.